Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to fill a cartridge. Reportedly, the customer was unable to push down on the plunger to introduce insulin into the cartridge. The customer was able to successfully fill a new cartridge resolving the issue. Blood glucose level was 159 mg/dl.